Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged infection is related to the activ.a.c.¿ therapy system. There have been several attempts made to gather additional clinical information, but there has been no response. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis in a monitored, non-infected. Wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule.

Event description:
On 11-dec-2019, the following information was reported to kci by the family member: on (B)(6) 2019, the patient was allegedly hospitalized due to an infection. The activ.a.c.¿ therapy system was placed on hold. No additional information.

Manufacturer narrative:
Section h3: other (code unspecified, describe in h10): device was not returned to kci based on additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged infection is related to the activ.a.c.¿ therapy system.

Event description:
On (B)(6) 2019, the device was tested per quality control procedure by kci field service, and the unit passed quality control checks and met specifications. On (B)(6) 2019, the device was placed with the patient. To date, the device has not been returned to kci; therefore, kci quality engineering is not able to perform an evaluation of the device.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged infection is related to the activ.a.c.¿ therapy system. The device passed quality control checks before and after patient placement. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
On 09-jun-2020, an evaluation of the device was completed by kci quality engineering. On 08-jun-2020, the device was tested per quality control procedure and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.